Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific crm (bsc) received info that this right atrial (ra) lead was part of a system explanted due to a device pocket infection. There were no allegations associated with the lead. This report will be updated if additional info is received or if the explanted lead is returned. Dates are provided by boston scientific.